Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported the patient underwent a device replacement surgery. The sensing value of the newly implanted ICD was noted to be low at 2 mv. At 3 am the following morning, the patient was well and talked with physicians. Three hours later, "the patient was dead." No autopsy was performed and the device was buried with the patient. Review of the device data indicated that multiple power on resets occurred prior to the patient's death. The most recent charge time was short (less than 2 seconds) "indicating that a previous full energy charge had occurred, but was prematurely terminated" and that the por's coincided with the therapy shocks. Follow up information received reported the cause of death is unknown. Review of device data revealed the device had 4 serious resets on (B)(6) 2010, between 5.46:19 and 5.46:42am.

Event description:
It was reported the patient underwent a device replacement surgery. The sensing value of the newly implanted ICD was noted to be low at 2 mv. At 3 am the following morning, the patient was well and talked with physicians. Three hours later, "the patient was dead." No autopsy was performed and the device was buried with the patient. Review of the device data indicated that multiple power on resets occurred prior to the patient's death. The most recent charge time was short (less than 2 seconds) "indicating that a previous full energy charge had occurred, but was prematurely terminated" and that the por's coincided with the therapy shocks. Follow up information received reported the cause of death is unknown. Review of device data revealed the device had 4 serious resets on (B) (6) 2010 between 5.46:19 and 5.46:42am.

Event description:
It was reported the patient underwent a device replacement surgery. The sensing value of the newly implanted ICD was noted to be low at 2 mv. At 3 am the following morning, the patient was well and talking with physicians. Three hours later, "the patient was dead." No autopsy was performed and the device was buried with the patient. The cause of death has been requested and not received. Review of the device data indicated that multiple power on resets occurred prior to the patient's death. The most recent charge time was short (less than 2 seconds) "indicating that a previous full energy charge had occurred, but was prematurely terminated" and that the por's coincided with the therapy shocks.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.